Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced infusion set leakage event on (B)(6) 2025. The leakage was at the tubing. The blood glucose level was high and the patient was treated with pump. The infusion set was in use for two day. No further information available.